Event description:
It was reported that the patient had a device for urination control and in the past it had made their toes curl. The patient had to have it adjusted but they still had leg pain and now had terrible toe pains at night and they wanted to know if the device could be doing it. Additional information received reported that the patient had hammer toes that started post implant and their toes were drawing up really bad. The patient¿s manufacturer representative adjusted it and that seemed to help but the patient still had leg aches and turned their stimulation off. It was noted that the patient did not remember when that happened. The patient¿s toes straightened out but they still continued to have pain and the balls of their feet to the tips of their toes ¿killed¿ them especially when they lied down. It was reported that the patient did not know for how long this had been happening. After the patient turned their stimulation off they still had the pain in their feet and legs but their toes straightened out. It was noted that the patient was walked through turning their device off and their stimulation was set at 0.0v. The patient told their manufacturer representative about the curling of their toes a few months ago when they adjusted their device but did not tell them about the pain in their toes. Additional information received reported that the patient wanted to turn their therapy off and was having trouble connecting. The patient programmer kept showing low battery and the patient was finally able to connect and was able to turn therapy off. The patient turned therapy on about 10 days ago and the stimulation had affected their bowels and they felt constipated. There was a lot of pressure in the patient¿s bowel and vaginal area and they turned therapy off because it was affecting their foot. It was reported the patient had always had problems. The patient¿s stimulator was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v800436, implanted: (B)(6) 2012, product type: lead. (B)(4).